Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer. The customer reverted to a backup insulin pump.

Manufacturer narrative:
Mw5177200, mw5177201, mw5177202, mw5177203, mw5177204, mw5177205.